Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed a routine system check and high sensitivity system check both of which passed within instrument specifications. The fse did not note any hardware issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant troponin I (access accutni) results, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. The customer stated the stat sample was hemolyzed and initially resulted at 1.69 ng/ml. Per laboratory protocol, any troponin I results greater than 0.2 ng/ml is reanalyzed. The patient¿s sample was immediately reanalyzed two times and generated negative results of 0.02 ng/ml and 0.01 ng/ml. The customer reported only the 0.02 ng/ml result. Another sample was collected from the patient on (B)(6) 2013 and produced a result of 0.01 ng/ml. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s samples were collected in heparinized plasma tubes and centrifuged at 3,800 rpm for ten minutes, at ambient temperature. The customer stated quality control (qc) and system checks were within the acceptable range. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.